Event description:
A surgeon reports that nine years following intraocular lens (iol) implant surgery, a patient reports his vision has deteriorated. Upon examination by the surgeon, the lens appears white-opaque. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested.